Manufacturer narrative:
Additional information: b5, g1, h10 clinical statement: there were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Upon evaluation of additional information received, it was determined that the event reported on 2937457-2021-00849 was not a reportable event related to the fmc liberty cycler. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) that is related to a fresenius device(s) or product(s) occurred. Therefore, there will be no further updates on 2937457-2021-00849.

Event description:
It was reported a patient had an infection. There were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. Upon follow-up, it was reported the patient had an infected pd catheter (not a fresenius) product over 2 years prior. The patient contact confirmed the infection was not related to use of any fresenius device, product or drug. The patient is on hemodialysis for renal replacement needs and it was reported the patient has not had any adverse effects related to fresenius products.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had an infection. There is no further information available.